Event description:
Information was received from a patient regarding their personal therapy manager (ptm) for their implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the ptm was showing a poor communication screen. The issue started on (B)(6) 2016. Prior to the call, troubleshooting consisted of the patient attempting to use the ptm without the antenna. During the call, the patient once again attempted communication without the antenna. The patient stated that the healthcare professional (hcp) office took their antenna away so the patient does not have the antenna to do further troubleshooting. The only thing showing on the ptm was the poor communication screen. There was no out of box failure reported and there was no report of a medical/therapy problem related to the ptm. No symptoms were reported. The patient was transferred to repair. Additional information was received on 2016-nov-29 from the hcp stating that the patient and the mother had called back after receiving the new ptm. The new ptm would not communicate with the pump, and the poor communication screen appeared. The batteries were removed and replaced. Upon power up, the initial screen was the poor communication screen. The patient went into the hcp office and was able to get help. The original ptm was used successfully with the pump and the patient was able to get a bolus. The hcp reported that it appears the pump may have moved lower. The patient recently had a fall. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.